Event description:
Customer's mother reports she drove customer to the ER because she was unable to obtain results due to an error message while using the aviva system. Device was unavailable for use. Mother reports customer was having symptoms of lethargy. Mother reports customer was tested at the hosp with a blood glucose result of 212mg/dl; was treated with novolog insulin based on the reading. A request was made for return of the suspect product and a replacement was sent.